Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device would not run, the trigger was sticking and the trigger was fractured. It was further determined that the device failed pretests for function of device and sticky triggers. It was noted in the service order that the device had a trigger problem "sending the third time repeatedly" prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).